Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 354 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer was to monitor the bg. Although requested, additional information was not provided.